Event description:
Reporter alleged the customer was unconscious, with glazed over eyes, and unresponsive at 1:00 am. Reporter stated, she obtained a result of 90 mg/dl within 10 minutes of a result of 70 mg/dl on the aviva system while the customer was experiencing these symptoms, and he began foaming at the mouth. Reporter stated she treated him with a glucagon injection and called for assistance. Reporter stated the emts arrived within 15 minutes, obtained a result over 200 mg/dl on their system, and observed the customer who ate peanut butter and drank orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.